Event description:
It was reported by the customer that the catheter was leaking near the injection site, once they inject it into patients. No information was received regarding any serious injury as a result of this product issue.